Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak from the administration port. Magnified inspection of the leak location identified a weld pucker as the cause of the leak. Based on evaluation findings, this condition was determined to have been caused during the manufacturing process. This issue was investigated via CAPA and this bag was produced prior to the implementation of the corrective action. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking in the top fold of the insertion point. The leak was discovered before the administration process. This report documents no patient involvement or adverse events. No additional information is available.